Manufacturer narrative:
The cable was evaluated and confirmed the reported complaint. The cable was evaluated by (B)(4) technical service center and in-process failure during cirris functional test was found. The signal line of one of the cable¿s line short- circuited. Therefore, the two lines of the cable closed an unintended path electrically. Additionally, in the other line of the cable, the resistance values were out of specifications. The specification of the resistance value is within 1.0 ohms, but the resistance of lines were over 1.0 ohms. These issues are something that could cause inaccurate values displayed on the screen if the cable is used for monitoring a patient. The cable was defective due to wear and tear. The cable will be scrapped. In the operator¿s manual, it is recommended to perform a system cable test before each use. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during a functional test at (B)(4) technical service center, this cable failed testing. The signal line in the cable had a short-circuit and resistance values of the lines were out of specification. There was no patient involved in this event.

Manufacturer narrative:
Upon further investigation, a valid serial number was unable to be obtained regarding the cable noted in this event. Therefore, design history review was unable to be completed.